Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #(B)(4). The batch history records were reviewed with no anomalies noted during the manufacturing process

Event description:
It was reported that during a lavh, the upper jaw came off in about 2 hours. The upper jaw was retrieved with a forceps via a 12mm trocar. The doctor commented that there was no uncomfortable feeling till the event occurred. Although the tissues were adhered, the target tissue was not so thick. The shaft was articulated to the right side and the device was approaching the ascending branch of the uterine blood vessel when the upper jaw broke. The doctor did not notice the breaking at the time and then, he noticed it when the device intended to be activated at the next actuation. No bleeding occurred. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and not returned. In addition, the device was received with skiving of the heat shrink (shaft cover) material. All of the heat shrink material appeared to have been returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. The batch history records were reviewed with no anomalies noted during the manufacturing process.